Manufacturer narrative:
The evaluation of the returned device showed damage that is consistent with the scissor being used to cut material that was too hard. These scissors are indicated to cut soft foldable lenses.

Event description:
While cutting an iol the blade of the packer/chang iol cutter broke off. There was no impact to the patient and the broken piece was removed from the eye.